Manufacturer narrative:
The device was repaired in the field by a field service technician and returned to service.

Event description:
It was reported that during a surgical procedure at the user facility the smoke evacuator was not working. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.